Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously low hemoglobin (hgb) result generated by the coulter act diff analyzer. A patient sample when tested gave a hemoglobin (hgb) result of 9.0g/dl. The result was questioned by the operator and the patient was sent to a local hospital to be redrawn and retested upon which a result of 14.5g/dl in the normal reference range was obtained. The erroneous result was not reported outside of the laboratory. There was no death, serious injury or change to patient treatment associated with this event.

Manufacturer narrative:
Sample was collected in a mini-capillary collection device. Qc is run every morning and was run before this incident within acceptable limits. The unit is currently performing within qc specifications. A field service engineer (fse) was on-site (B)(4) 2009 and verified the instrument's performance. A clear root cause for this event has not been identified to date. A malfunction will be assumed for the purpose of this report.